Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. All of the valves are 100% tested at the time of manufacture. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the patient was implanted with the shunt in june. According to the report, on (B)(6) 2015, the patient was admitted to the hospital. Reportedly, it was thought to be a shunt malfunction.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.